Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("hypersensitivity") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced hypersensitivity (seriousness criterion medically important), fatigue ("severe fatigue"), depression ("depression"), candida infection ("candidiasis"), alopecia ("hair loss"), dry skin ("dry skin"), muscular weakness ("muscular fragility"), amnesia ("loss of memory") and disturbance in attention ("loss of concentration"). Essure treatment was not changed. At the time of the report, the outcomes for hypersensitivity, fatigue, depression, candida infection, dry skin, muscular weakness and amnesia were unknown. No causality assessment was received for essure with regard to fatigue, depression, candida infection, alopecia, dry skin, hypersensitivity, muscular weakness, amnesia or disturbance in attention. The reporter commented: period of occurrence: 6 months to one year after insertion. I had to put an end to my professional activity as a self-employed person at the end of 2017. I intend to have my implants removed in 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("hypersensitivity") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced hypersensitivity (seriousness criterion medically important), fatigue ("severe fatigue"), depression ("depression"), candida infection ("candidiasis"), alopecia ("hair loss"), dry skin ("dry skin"), muscular weakness ("muscular fragility"), amnesia ("loss of memory") and disturbance in attention ("loss of concentration"). Essure treatment was not changed. At the time of the report, the outcomes for hypersensitivity, fatigue, depression, candida infection, dry skin, muscular weakness and amnesia were unknown. No causality assessment was received for essure with regard to fatigue, depression, candida infection, alopecia, dry skin, hypersensitivity, muscular weakness, amnesia or disturbance in attention. The reporter commented: period of occurrence: 6 months to one year after insertion. I had to put an end to my professional activity as a self-employed person at the end of 2017. I intend to have my implants removed in 2023. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.